Manufacturer narrative:
G4: 12mar2020 b4: (B)(6)2020. The manufacturer¿s field service engineer (fse) confirmed the reported battery failure issue. The fse replaced the battery to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13feb2020.

Event description:
The customer reported battery failure. There was no patient involvement.